Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with the returned cartridge and it fired and formed the remaining staples as designed. There were no anomalies noted with the formation of the staples. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
It was reported device was used for an unknown procedure. It was reported that the staples did not close properly. There was no consequence to the pt.